Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported a poor communication. During troubleshooting, the antenna was secured and synced with the ins but the poor communication did not resolved. Patient was redirected to their health care professional to have their ins tested. No symptoms were reported and no further complications were noted or anticipated additional information was received on 2019-02-05. Patient reported that their new patient programmer was not working. Patient stated that they have an appointment with their health care professional. No further complications were noted or anticipated